Event description:
They informed us during a drug infusion. They noted liquid outflowing at the exit site of the catheter with swelling under the skin. They removed the catheter and noted a hole longitudinal to the catheter itself after 8/10 em from the exist site. They informed our ministry of health as incident.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith effort to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyg1437 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer , at this time, for evaluation.